Event description:
Pt was experiencing high blood glucose levels (300 mg/dl) all week. Kept giving boluses. Started throwing up on thursday, 9/24/98. She went to urgent care and was taken to the hospital and admitted for diabetic ketoacidosis. She unhooked her infusion set and checked for the presence of insulin and did not see any coming out. She had two infusion sites that were inflamed and required treatment with keflex. Also, she complained of a bad cold.